Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the bantam otw pta catheter products that are cleared in the us. The pro code and 510k number for the bantam otw pta catheter products are identified in d2 and g4. Manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the bantam device was not returned for evaluation. However 1 video file was provided for review. The video demonstrated the balloon in a tibial artery being inflated. There were multiple areas of narrowing within the balloon. These were in the mid segment of the balloon. There was no significant calcifications noted. The balloon had several areas that were not completely inflated. These appear to be more due to external compression(stenosis) rather than strictures of the balloon. Partial twisting may cause this. However, the balloon was reused without compromise which suggest the balloon had either been twisted during the initial inflation or a repeat inflation was needed to resolve the lesions. A pre-angioplasty image would have been beneficial in the review. The assessment of the video did not confirm the alleged balloon deflation issue. The root cause for the reported balloon deflation problem could not be determined based upon the available information received from the field communications and video review possible contributing factors include user handling or improper procedure; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). The result of the investigation is inconclusive for the balloon deflation problem. Labeling review: the IFU for this bantam otw device was reviewed and the following sections are applicable. Indications the bantam pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Contraindications none known. Warnings the bantam pta balloon catheter is supplied sterile by ethylene oxide and is a single use only device. Non-pyrogenic. Do not reuse, reprocess or resterilize. Do not resterilize. After resterilization, the sterility of the product is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications. Cleaning, reprocessing and/or resterilization of the present medical device increases the probability that the device will malfunction due to potential adverse effects on components that are influenced by thermal and/or mechanical changes. It can compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Do not reuse. This device has been designed for single use only. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. Visually inspect the packaging to verify that the sterile barrier is intact. Do not use the device if sterile packaging/pouch has been damaged or unintentionally opened prior to use. Do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Use a 20 ml or larger syringe for inflation. Use the catheter prior to the use by date specified on the package. Do not advance the guidewire, balloon dilatation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. This catheter is not recommended for pressure measurement or fluid injection. Precautions the device should only be used by physicians who are trained in endovascular procedures and are familiar with the required devices and materials, complications, side effects and hazards of peripheral vascular interventions. Dilatation procedures should be conducted under fluoroscopic guidance with appropriate x-ray equipment. Carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident careful attention must be paid to the maintenance of tight catheter connections to avoid the introduction of air into the system. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gently twisting motion combined with traction. Before removing catheter from sheath, it is very important that the balloon is completely evacuated. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Keep dry. Keep away from sunlight. How supplied/stored the bantam pta balloon catheter is supplied sterile by ethylene oxide and is a single use only device. Keep dry. Keep away from sunlight. Use the device prior to the use by date specified on the package. Directions for use inspection and preparation remove the balloon protector by first withdrawing the stylet and then slowly removing the balloon protector while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the balloon protector, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% /75%) attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. Point the syringe nozzle downward and aspirate until all air is removed from the balloon. Turn the stopcock off and maintain the vacuum in the balloon. Purge the catheter guidewire lumen thoroughly. Note: reinserting the balloon into the balloon protector may damage the balloon or catheter. Insertion and inflation note: do not advance the guidewire, balloon dilatation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the catheter unless the guidewire is in place. Make sure that the balloon protector has been removed from the dilatation catheter balloon. Establish percutaneous access using seldinger technique. Advance appropriate guidewire to the target location. Advance the catheter over the guidewire into the target location under the fluoroscopic guidance using accepted pta technique and inflate the balloon to the appropriate pressure. Note: do not exceed the rated burst pressure. Deflation and withdrawal deflate the balloon by drawing a vacuum with a 20 ml or larger syringe. Note: the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 50 ml syringe is recommended. Gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, counterclockwise motion. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using bantam otw pta catheter, the middle segment of the balloon had deflation issue and the meriton pressure pump had to be tapped continuously to completely remove the contrast medium from the balloon. The balloon was retrieved and reintroduced into the 2.5220 balloon for dilatation, and the balloon was completely inflated.

Event description:
On (B)(6) 2025 a patient underwent an angioplasty procedure using bantam otw pta catheter, the middle segment of the balloon had deflation issue and the meriton pressure pump had to be tapped continuously to completely remove the contrast medium from the balloon. Further, the device allegedly difficult to pass through the guidewire. The balloon was retrieved and another 2.5*220 balloon was reintroduced for dilatation, and the balloon completely inflated.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the bantam otw pta catheter products that are cleared in the us. The pro code and 510k number for the bantam otw pta catheter products are identified in d2 and g4. Manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the bantam device was not returned for evaluation. However, one video file was provided for review. The video demonstrated the balloon in a tibial artery being inflated. There were multiple areas of narrowing within the balloon. These were in the mid segment of the balloon. There was no significant calcifications noted. The balloon had several areas that were not completely inflated. These appear to be more due to external compression(stenosis) rather than strictures of the balloon. Partial twisting may cause this. However, the balloon was reused without compromise which suggest the balloon had either been twisted during the initial inflation or a repeat inflation was needed to resolve the lesions. A pre-angioplasty image would have been beneficial in the review. The assessment of the video did not confirm the alleged balloon deflation issue. Therefore, the result of the investigation is inconclusive for the balloon deflation and device to device incompatibility problems. The root cause for the reported balloon deflation and device to device incompatibility problems could not be determined based upon the available information received from the field communications and video review. Labeling review: the instruction for use for this bantam otw device was reviewed and the following sections are applicable. Indications the bantam pta balloon catheters are intended for balloon dilatationof renal, iliac and femoral arteries and for the treatment of obstructivelesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Contraindications none known. Warnings ¿ the bantam pta balloon catheter is supplied sterile byethylene oxide and is a single use only device. Non pyrogenic. Do not reuse, reprocess or resterilize. ¿ do not resterilize. After resterilization, the sterility of the product is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications. Cleaning, reprocessing and/or sterilization of the present medical device increases the probability that the device will malfunction due to potential adverse effects on components that are influenced by thermal and/or mechanical changes. It can compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. ¿ do not reuse. This device has been designed for single use only. Reusing this medical device bears the risk of cross patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components - are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. ¿ visually inspect the packaging to verify that the sterile barrier is intact. Do not use the device if sterile packaging/pouch has been damaged or unintentionally opened prior to use. ¿ do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. ¿ use a 20 ml or larger syringe for inflation. ¿ use the catheter prior to the use by date specified on the package. ¿ do not advance the guidewire, balloon dilatation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. ¿ this catheter is not recommended for pressure measurement or fluid injection. Precautions; the device should only be used by physicians who are trained in endovascular procedures and are familiar with the required devices and materials, complications, side effects and hazards of peripheral vascular interventions. Dilatation procedures should be conducted under fluoroscopic guidance with appropriate x ray equipment. Carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Careful attention must be paid to the maintenance of tight catheter connections to avoid the introduction of air into the system. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gently twisting motion combined with traction. Before removing catheter from sheath, it is very important that the balloon is completely evacuated. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Keep dry. Keep away from sunlight. How supplied/stored the bantam pta balloon catheter is supplied sterile by ethylene oxide and is a single use only device. Keep dry. Keep away from sunlight. Use the device prior to the use by date specified on the package. Directions for use inspection and preparation 1. Remove the balloon protector by first withdrawing the stylet and then slowly removing the balloon protector while holding the catheter as close to the balloon as possible. 2. If any resistance is felt, or if any stretching of the catheter is observed while removing the balloon protector, the product should not be used. 3. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. 4. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% /75%) 5. Attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. 6. Point the syringe nozzle downward and aspirate until all air is removed from the balloon. 7. Turn the stopcock off and maintain the vacuum in the balloon. 8. Purge the catheter guidewire lumen thoroughly. Note: reinserting the balloon into the balloon protector may damage the balloon or catheter. Insertion and inflation note: do not advance the guidewire, balloon dilatation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the catheter unless the guidewire is in place. 9. Make sure that the balloon protector has been removed from the dilatation catheter balloon. 10. Establish percutaneous access using seldinger technique. Advance appropriate guidewire to the target location. 11. Advance the catheter over the guidewire into the target location under the fluoroscopic guidance using accepted pta technique and inflate the balloon to the appropriate pressure. Note: do not exceed the rated burst pressure. Deflation and withdrawal 12. Deflate the balloon by drawing a vacuum with a 20 ml or larger syringe. Note: the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 50 ml syringe is recommended. 13. Gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, counterclockwise motion. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. B5, g2, g3, h6 (device, component). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.